Event description:
The customer stated that she received blood glucose readings of 80 and 221 within 20 minutes of each other. While troubleshooting the meter, it was discovered the meter was set in mmol/l. The caller had interpretated the readings as mg/dl and adjusted her medication. She did not allege any adverse events. The customer was able to reset the meter to mg/dl with assistance.